Event description:
The patient underwent generator and lead replacement surgery on (B)(6) 2013. The generator replacement was done prophylactically and the lead replacement was done for the lead discontinuity. The explanted devices were returned on (B)(6) 2013 and are pending product analysis.

Event description:
Product analysis of the lead identified a break in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Due to pitting and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Abrasions were identified on the outer silicone tubing at multiple locations. The outer silicone tubing has what appear to be internal abrasions at multiple locations. The outer tubing appears to have been compressed at multiple locations. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing of the lead coils. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis of the generator was completed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications as defined. The reported eos was not duplicated in the lab. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(4) 2012. The patient's mother reported that 2 or more interrogations of the vns patient's device have shown high impedance. She stated that the x-rays did not show a break and the surgeon said surgery was too risky so they are going to leave the device implanted. At their last appointment with the physician the patient reported an increase in seizures. The physician did not want to increase the patient's medications so the vns stimulation was increased. The patient is not experiencing any pain. The patient's mother stated that she is not sure vns has helped the patient because medications have also been increased. However prior to vns the patient had 10-14 seizures per day and 2 years later she became seizure free for 2-3 years with vns. The patient is currently having "funny feelings" most evenings. The physician suggested that they use the magnet but they have not. They did not understand how and when to use the magnet. The mother stated that the physician had increased the patient's stimulation at their last visit and doesn't plan to see them again for 3 months. The patient's mother also stated that since the patient is doing well and has no pain, only a funny feeling in the evening, that maybe the device should just be turned off and see how the patient does. Good faith attempts were made to the physician regarding the increase in seizures and patient's funny feelings in the evenings but no further information was received.

Event description:
On (B)(6) 2011 a vns treating physician reported that the vns patient has been referred for surgery due to high lead impedance. X-rays were received by the manufacturer and no cause could be found for the high impedance, however the presence of a micro fracture cannot be ruled out. Also, since a portion of the lead was located behind the generator, the entire lead could not be assessed. The patient later reported that the device feels no different with high impedance and therefore does not want a revision surgery. A battery life calculation was performed with the programming history available which showed 1.18 years until eri=yes. The patient's last normal mode diagnostics test showed output=ok/lead impedance=ok/dcdc=3/eri=no on (B)(6) 2010. (B)(4) attempts for further information from the physician have been made but no additional information has been received to date.

Event description:
On (B)(6) 2013 it was reported that on diagnostics were all ok on (B)(6) 2011, but on (B)(6) 2012, a high impedance message was observed. During that visit in (B)(6), the patient's settings were: output=2.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=2.5ma/magnet frequency=30hz/magnet pulsewidth=250usec. The physician stated that normal mode diagnostics showed output=limit/lead impedance=high/dcdc=7/eri=no. The physician indicated that the patient was still able to feel magnet and normal stimulation and hence the device was left on for the patient's benefit; however, he did state that the patient's seizures had deteriorated likely due to this issue. The physician was not aware of any trauma/manipulation that could have contributed to the issue. Clinic notes dated (B)(6) 2013 were received which indicated that sometime in the (B)(6) 2012 the patient's seizures worsened. Local practitioners noted that the impedance on her vns had significantly increased. There was concern about fibrosis between the lead and the vagus nerve and they did not feel comfortable replacing the lead. The physician saw her on (B)(6) 2013 at which point they had some difficulty interrogating the stimulator. When they did, the message suggested that there was a possible discontinuity of the lead or fibrosis between the nerve and the lead. Normal mode testing showed high impedance. The patient still occasionally felt the stimulation. The patient was having 102 seizures every night during sleep and about 8 daytime seizures per month. The physician stated that they obtained and reviewed local chest x-rays and neck films and did not find any obvious discontinuity between the device and the lead or any clear break in the lead. It was later reported that the patient was referred for a generator replacement and possible lead revision depending on what is observed in surgery. It was stated that the patient's battery is dead and the patient is having an increase in seizures. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
Additional information was received on (B)(4) 2012, when the vns patient reported that they do not want to have surgery despite the high impedance. The neurologist later reported that the high impedance was first observed on (B)(4) 2011, which was also the first time the patient was seen by him. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not yet occurred.